Event description:
During the v8.0 software upgrade of physician's dell x5 handheld computer, it was reported that the software would not auto install once the v8.0 flashcard was inserted within the handheld computer and that reseating the flashcard did not resolve the issue. The fact that the v8.0 did not auto install in the presence of previously installed v7.1.4 software is an unexpected behavior. The software and associated handheld device were returned to the manufacturer and are currently undergoing analysis. The v8.0 software device history record (DHR) was reviewed; all line items were verified to have been signed off, all electrical tests/visual inspections were passed and there were no unresolved ncrs prior to device shipment.